Event description:
The complainant reported a 81-year-old male patient in an acute myocardial infarction / cardiogenic shock (ami/cgs) was implanted with an impella cp device for mechanical circulatory support. While on support, impella crossed valve but in attempting to pull back into good position, impella bounced across valve and out of left ventricle. Impella was removed and new pump opened. No further information is available.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. Product was not returned for review. Based on clinical description, the root cause of positioning issue was most likely use related.